Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID(B)(4).

Event description:
It was reported that when connecting camera to camera box, no image, not recognizing. Tested with another camera that worked fine. Used one time for a prior procedure with no issues. No negative impact in state of health reported.

Manufacturer narrative:
Investigation summary: the hazard reported in this complaint was caused by damage to the ccu cable which resulted in loss of image and light output. This failure mode was attributed to use error rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID (B)(4).